Event description:
In 2005 the physician reported to conceptus that he placed ensure micro-inserts in a patient in 88/24/2005. Soon thereafter, the pt complained of persistent pain, which was initially relieved with pain medication. However, the pt claimed that the pain symptoms affected her job and she requested to have the micro-inserts removed. In 2005 the physician confirmed that the pt is insistent on having the micro-inserts removed. An email was received from the physician six days later reporting the hysteroscopic removal of the micro-inserts the previous day. The removal was combined with a tubal ligation procedure. An email was received from physician in 2005 stating the pt's pain has resolved since the micro-inserts were removed, except some "soreness" where the tubes were cauterized.